Event description:
It was reported that (1) tx60g was used during a colon resection procedure. It was reported by the rep that the surgeon was using a tx60g to close the colostomy after using the tlc55 to create an anastomosis of the colon. When the tx60b was fired onto the tissue the surgeon reported that only half the staples formed correctly and half of the opening was not closed. It is unknown how the case was completed. There was no consequence to pt.